Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the inguinal hernia was not reported. The patient was hospitalized and discharged on the same day as onset of the event. Treatment for the event was not reported. At the time of this report, the patient was recovering. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.